Manufacturer narrative:
H3: correction. H7/h9: correction. A technician was dispatched on february to inspect the lighting system and carry out the recall. Both tasks were reported back to baxter without any abnormalities. The product is functioning as specified. Based on all available data, it can be assumed that the light fields overlapped, which led to increased intensity input in the operating area. The IFU states that if light fields overlap, the intensity at the light fixtures must be reduced or the light fields must be separated to avoid potential skin irritation or wound desiccation. The field action has been implemented on the product since february, further increasing the safety of the product¿s use. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient sustained a burn with an iled7 surgical light. The patient was undergoing a three-hour thyroid surgical procedure when a 1.5x1cm pink area ¿just below the surgical area¿ was observed to have developed. The area evolved during the continued procedure, into an area described as ¿doubling in size¿ and ¿oozing.¿ the wound was later described a ¿3x2cm burn that was pink and oozing.¿ the ¿pink area¿ had an absent outer epidermal layer indicative of a second-degree/partial thickness burn. No specific medical treatment was reported; however, it was reported that the burn injury required repositioning and follow-up with a healthcare provider. The customer attributes the injury to the use of two lamps at 80% brightness not being separated, but fixed (overlapping). The lights were not focused on the patient but on the surgical field. Additional information received noted that multiple non-baxter headlights were used in conjunction with the iled lights. No further information was available at the time of this report.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: h6, h11. The serial numbers of the products were recorded on-site and also communicated to baxter. Based on this, it can be stated that there is only one lighting system in or9 with the serial number (B)(6) reported under the other MDR number (3007143268-2026-00007). This lighting system contains two light heads with serial numbers (B)(6). The other system (sn (B)(6)), initially assumed to be present, is not located in this operating room. According to the swedish representative, it is installed in another hospital.